Manufacturer narrative:
Result: damaged / cracked footboard.

Event description:
It was reported by service report that the footboard was not working, and it was cracked. No pt involvement or adverse consequences were reported.